Manufacturer narrative:
The events of infection, necrosis, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: infection; necrosis; seroma.

Event description:
Healthcare professional reported left side infection and "collected seroma/fluid". Patient had skin necrosis prior to the infection. The device has been explanted.